Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised for pain. Doi: (B)(6) 2007; dor: (B)(6) 2011; (left hip). Update (B)(6) 2012 - litigation papers received. In addition to pain, litigation alleges that the patient suffers from friction and wear between the cobalt chromium metal head and cobalt chromium metal liner caused the patient to experience severe pain and discomfort, difficulty walking and performing daily activities, loosening and instability of the implant, infection at the implant site, revision or the implant, fear of future revisions, fear of developing chromium and cobalt toxicity, and other complications. A femroal head has been added and initial emdr created. Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad (B)(6) 2018: (B)(4) has been re-opened due to ppf and sticker sheet records received. There has new no allegation provided. Added law firm name, expiration and UDI, cup and hole eliminator due to infection. Corrected patient identifier and manufacturing date. Information has been reviewed. Cup and hole eliminator are now being reported for the alleged infection. Stem was a competitor product.